Event description:
Uterine perforation. The essure device was inserted. When trying to advance it into a black positioning marker, it popped out. A second attempt was made. It popped out again. It was going through a false channel. While watching it, the coils went through, further into the lesion and then a perforation was recognized. Perforation sutured.